Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a nonconformance to specification.

Event description:
It was reported that the patient underwent a posterior lateral fusion at l3-5. It was reported that while performing final tightening on the right l3 pedicle screw the set screw stripped out of the screw leaving a pigtail of titanium thread loose in the wound. The sheared piece was removed. This occurred with a second setscrew as well. A third set screw was placed without the counter torque in place, tightened under visualization, and then broke off using the counter torque. No patient complications were reported.